Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that "a few weeks ago" while in the cath lab, the md inserted an intra-aortic balloon (iab) via a sheath into the patient's femoral artery. The technicians were unable to get an arterial pressure (ap) reading from the iab to the pump, although they said, the iab was inflating and deflating. They tried troubleshooting the transducer and central lumen and were unable to determine the problem. They then retrieved a second pump and hooked the first iab up to it. They got an ap reading, but the iab was not inflating and deflating. They determined this because, they could see the lack of inflation under fluoroscopy and also because, the balloon pressure waveform (bpw) did not indicate inflation. There was also no augmentation. When the sales representative asked the technicians later, they thought perhaps the volume of the iab was indicating 2.5 cc and not 40 cc. At this point they removed the iab and replaced it with a second iab (which they hooked up to the second pump). This time the iab started to inflate and they were able to get an ap waveform. They did not save the first iab. The same insertion site was used for the second iab insertion. Additional information received on (B)(4) 2011 from the hospital contact stated, the patient is fine. Reference MDR (B)(4) for the related intra-aortic balloon pump report.